Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, two heartstring seals cracked while loading into the delivery tube. The surgeon proceeded to use the second cracked heartstring seal. While sewing the anastomosis the suture broke. The surgeon sealed the hole with his finger, removed the seal and deployed third seal and completed the procedure without further issues. No patient complications were reported by the hospital.